Event description:
A pt received v.a.c. Therapy for about 2 months in 2009 for an abscess to the ischial area. It was reported that the pt's wound progression had slowed, and a foul odor was allegedly noted on on the last day. In the next day, the pt allegedly underwent surgery to remove a piece of v.a.c. Granufoam that was inadvertently left in a lateral wound tunnel. The pt was placed back on v.a.c. Therapy one week later, and continues to receive therapy as of the date of this report.

Manufacturer narrative:
V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the pt's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."